Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419488 lv lead, 407652 ra lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing and sensing impedance, high thresholds, and sensing integrity counter (sic) was present. It was suspected that this was due to a lead to header connection issue. The lead pin was removed from the device header, tested through the analyzer, and reinserted into the header with normal measurements. Both the lead and device remain in use. No patient complications have been reported as a result of this event.